Event description:
When the case was opened for surgery, the instrument was broken.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms the observation. Follow up communication for additional information was unsuccessful. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. The complaint sample was manufactured after the design changes. Because there have now been failures reported involving the improved design, an additional preliminary risk assessment, (B)(4) was initiated in (B)(4) 2013. The preliminary risk assessment concluded there was no additional or new patient harm associated with the devices. The occurrence rate has been reduced due to the design change and there is no trend to exhibit a higher patient risk with the old design. The pra investigation found no information that would change the conclusion of the previous hhe. Additional corrective action is not indicated at this time. Continue to monitor through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.